Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) delivered 15 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and multiple burst of anti-tachycardia pacing (atp). Device remains in service. No additional adverse patient effects were reported.